Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgimend with grey parts: the mesh was opened and hydrated. A "pursestring" technique was used to wrap the implant on the back table. It was then observed that the mesh had grey parts within it. The procedure was completed with a replacement mesh. No patient contact/injury reported, and the event led to around 30 minutes surgical delay.

Manufacturer narrative:
Surgimend (product ID 606-907-001) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.